Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/10/2020. Additional information was requested and the following was obtained: event description said ¿the suture is prone to broke easily¿ please explain. The suture broke during the surgery? --yes. Please provide event date. --unk. Please provide procedure date. --unk. Status of product return / follow up. --the device has been sent.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number plcdrjb0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event description said ¿the suture is prone to broke easily¿ please explain. The suture broke during the surgery? Please provide event date. Please provide procedure date. Status of product return / follow up.

Event description:
It was reported that a patient underwent a cesarean section in (B)(6) 2020 and suture was used. During the procedure, the suture was prone to broke easily. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was reported performance breakage suture. Two unopened samples of product code w9962, lot plcdrjb0 were received for analysis. During the visual inspection of two samples, the swage and attachment area were noted to be as expected; the sutures were dispensed without problems and examined along of strand, no damaged or defects were found. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance breakage suture was found.